Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a transcatheter aortic valve replacement using a 6f sheath. Reportedly, there was resistance inserting the device into the anatomy due to scar tissue; however; insertion was ultimately successful. A guide break occurred, resulting in difficulty collapsing the foot. Resistance on removal was noted and a cut down was performed to manually close the foot and remove the device. Surgical intervention was used to achieve hemostasis and repair the vessel as tissue damage occurred. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation determined that it is likely that the challenging anatomical conditions contributed to the reported difficulties. The subsequent patient effect and treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.